Event description:
(B)(4) is the initial importer of the device which is a rollator. (B)(4) was informed of the incident by a legal demand letter. We do not have access to the device for root cause analysis. We have been provided with some photos. End-user purchased the device from the internet. While using the device the left back wheel detached. She fell backwards and reportedly sustained a fracture of the right displaced distal humerus shaft. She required hospitalization and opted for surgical treatment.